Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a hemostasis procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a hemostasis procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient¿s condition was reported to be "fine" post procedure.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned; therefore, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot for the reported event.